Event description:
A report was received that the patient underwent a pocket revision due to redness and possible infection. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device remained in patient. A review of the sterilization records of the ipg found them to be satisfactory. This is a final report.